Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure of the implantable pulse generator (ipg) kit due to a migration of right lead to lumbar region caused radiculopathy a new infinion pro 50 cm lead, was implanted. The patient is doing well post operatively and the device will not be returned due to hospital policy.